Manufacturer narrative:
Additional information received indicates the load was reprocessed. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), concomitant product evaluation, and retains analysis. ¿ the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. ¿ trending analysis by lot number was reviewed from 12/16/2015 to 05/23/2016 and trending was not exceeded. ¿ the sra indicates the risk associated with hazard of quality problem with no impact on safety is "low." ¿ retains testing could not be performed as the lot had expired. ¿ a field service engineer (fse) visited the site and confirmed there were not issues with the concomitant sterrad unit. The product was not available for evaluation. It is unlikely the suspected positive bi was caused by a manufacturing issue as the DHR review found no anomalies that would contribute to a positive bi result and lot trending was not exceeded. An issue with sterrad® performance as the system met specifications during fse site visit. A definitive assignable cause could not be determined with the information available in this case. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4). A field service engineer (fse) was dispatched to customer site. The fse found no issues with the unit.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed cycle. The bi was incubated for 48 hours at which the medial turned yellow. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.